Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead was implanted at the wrong level resulting in ineffective stimulation. As a result surgical intervention was undertaken during which the lead was disconnected from the ipg and two new leads were implanted at the correct level. The existing lead remains implanted. Surgical intervention addressed the issue.